Manufacturer narrative:
Na

Event description:
It was reported that the reset (ln vent1) alarm occurred two times. It is unk if the ventilator alarmed or if it was connected to a pt when the reported problem occurred.